Manufacturer narrative:
The o2 flow tube was reconnected to the flowmeter to resolve the issue. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. (B)(4).

Event description:
The hospital reported a malfunction resulting in a loss of o2 delivery during pre-use checkout. There was no patient involvement.